Event description:
It was reported that the left ventricular lead was not capturing. It was noted that the patient is taking part in the prompt study. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.